Event description:
Device alarmed low backup battery. No patient harm reported. Device pending evaluation and repair.

Event description:
The manufacturers field service engineer replaced the battery to address the reported problem.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Supplemental report